Manufacturer narrative:
The power flex circuit and the main flex circuit were replaced to correct the problems that were identified during service.

Event description:
The ventilator was returned for a scheduled 15k preventative maintenance. A visual inspection of the ventilator revealed that the power flex circuit lemo connector, jp4 pins 2 and 4, were burned. Further inspection revealed that the main flex circuit component u1 of jp6 was burned.